Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 3 events for the failure: detachment of device or device component. 2 events had problem identified before clinical use/exposure; there was no patient involvement. 1 event had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 1 device was not available for evaluation. 2 devices were received. Evaluation findings (results/components). 1 device: no findings available / part/component/sub-assembly term not applicable. 2 devices: wear problem / bearings. Product disposition: 1 device: product not received. 2 devices: scrapped by stryker. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.